Event description:
It was reported to boston scientific corporation that six weeks following implantation of a pinnacle anterior/apical pelvic floor repair kit, the patient presented with a tender prominent mesh ridge palpated at the vaginal apex, which was associated with buttocks pain near her coccyx. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).the complainant indicated that the device was not used past its expiry date.(B)(6).